Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and air bubbles in the reservoir. The customer's blood glucose level was 420 mg/dl at the time of the incident. Blood glucose level at the time of the call was 311 mg/dl. The customer treated the high reading with syringe. The customer was assisted with troubleshooting. The insulin pump will not be returned for the analysis.